Manufacturer narrative:
Information obtained through good faith effort indicated the device was not in use on a patient at the time of the event. Patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that monitor will not charge. Different chargers were used to troubleshoot but issue was not resolved. Photograph provided within good faith effort response shows physical damage/wear and tear of the device charging port. Further information received indicated the device was not in use on a patient at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that monitor will not charge. Different chargers were used to troubleshoot but issue was not resolved. A request for additional information regarding the incident has been sent and the response is not yet received. It is unknown if a patient was involved in the event. There was no report of actual harm reported with this complaint.